Event description:
Info received indicates the left and right nurse call buttons are not sending out a nurse call to the nursing station.

Manufacturer narrative:
The tech replaced the utv and composer interface circuit boards to repair the bed.